Event description:
Berchtold operon d850 unintentional motion. Nurse unlocked table after case to move table back to center of room. During the floor lock phase of the table in its new position, the table went into a full left tilt position to full limit. Table hand control pendant indicated service and limit conditions. No control was available by the hand control pendant in this condition. Power cycled table via hand control pendant. This returned normal operation of the table. Table was removed from service and is under eval by berchtold.